Manufacturer narrative:
As the original bulk non-sterile contract manufacturer, intromed has no direct contact with the end user. Excluding specific information related to the original manufacture, contact, location, lot and code, the information included in this MDR was provided by the intromed customer (angiodynamics).

Event description:
As reported to intromed by the customer (angiodynamics) on (B)(6) /2016: radiologist was using mini stick inductor set to being declot on patient's av graft. Rad inserted inductor. As rad rotated inductor to gain entry, needle [introducer sheath] broke at top as indicated in photo. Rad noticed immediately and was able to see broken end therefore retrieved with scalpel and forceps avoiding complicating patient's care or need to pursue further surgery to recover portion of needle. Procedure was completed using another inductor from another company and patient recovered from procedure as expected.